Event description:
It was reported that "during a CABG repair w/ 20f cannulation through the right cfa, with a vessels size of 8+mm, the manta was deployed in vesse. A surgical cut down was performed to complete the procedure and the patient was reported as fine".

Manufacturer narrative:
(B)(4). The customer report that the manta was "deployed in vessel" could not be confirmed upon investigation of the returned sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information indicated that the manta was deployed at the measured deployment depth. No compressive manual pressure was applied during anchor deployment. No excessive force was applied while advancing the blue lock advancement tube. A surgical cut down was performed, and the manta was explanted. The patient's current condition is fine. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that "during a CABG repair w/ 20f cannulation through the right cfa, with a vessels size of 8+mm, the manta was deployed in vesse. A surgical cut down was performed to complete the procedure and the patient was reported as fine."